Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Device analysis of the returned driver revealed that both tips of the driver were completely sheared off, as confirmed during visual inspection. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. Therefore, the reported damage to the driver was likely due to unintentional excessive force applied while the device was in use.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, a driver became stripped during use. Osteophytes were present in the patients anatomy which likely contributed to some resistance intraoperatively. No additional information or clarification regarding the break could be obtained despite good-faith efforts. However, the procedure was completed successfully and there were no reported patient complications.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Device analysis of the returned driver revealed that both tips of the driver were completely sheared off, as confirmed during visual inspection. It was stated that the failure occurred when trying to deploy the implant. Therefore, the most probable cause is due to unintended use error. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. Additionally, it also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use, confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, a driver became stripped during use. Osteophytes were present in the patients anatomy which likely contributed to some resistance intraoperatively. No additional information or clarification regarding the break could be obtained despite good-faith efforts. However, the procedure was completed successfully and there were no reported patient complications.

Manufacturer narrative:
Device analysis of the returned driver revealed that both tips of the driver were completely sheared off, as confirmed during visual inspection. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. Therefore, the reported damage to the driver was likely due to unintentional excessive force applied while the device was in use.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, a driver became stripped during use. Osteophytes were present in the patients anatomy which likely contributed to some resistance intraoperatively. No additional information or clarification regarding the break could be obtained despite good-faith efforts. However, the procedure was completed successfully and there were no reported patient complications.